Manufacturer narrative:
The device has been returned for evaluation. Investigation is pending.

Event description:
The event involved a plum 360 pump that had flow issues in the last month. The device was programmed to infuse the solution for 12 hours and there was a reported delay for 3 hours, even more). The infusion was programmed on channel a: an unspecified solution of 550ml for 12 hours, from 20:00h to 08:00,( flow of 46cc/h). Channel b was not used. The tubing set was primed and was not replaced. It was also reported the cassette door was not damaged. There was patient involvement and delay in therapy reported as the pump had to stay connected longer and the patient did not receive the product within the prescribed time, although there was no need for medical intervention.

Manufacturer narrative:
H10 - the device was received in good general condition. The device passed a full pvt without issue. The customer settings were run on 10.50am (B)(6)2020 . Line a 550 ml for (B)(4) hours at a rate of 46 ml/hr. The device was stopped the following morning at 8.00am. The device completed the delivery without issue alarming n161 line a completed. The volume delivered was approximately 559ml. The complaint was not confirmed through testing. No probable cause could be determined. Clinical log analysis indicates that the perceived underdelivery was due to a large number of delays for distal occlusion alarms and backpriming. There is also a logged alarm for a broken distal pressure pin. The pin was examined and found to be in good condition with no visible damage noted. The device passed distal occlusion tests without issue.